Event description:
It was reported that a spectrum pump did not infuse a secondary medication. It was reported that the primary bag was infusing rather than secondary, despite the infusion being set up correctly. The device was swapped and the infusion was completed. It was also reported that there was no pt injury. This record corresponds to the first of two reported occurrences.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.